Event description:
It was reported that the patient had a cerebrospinal fluid (csf) leak after her implant. The patient is scheduled to receive a blood patch from the physician.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7090438. UDI: (B)(4).